Manufacturer narrative:
Exact date unknown, event occurred few months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming and was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. The explanted ipg was kept by the medical facility.